Manufacturer narrative:
The patient's chronic driveline infection was previously reported under medwatch report# 2916596-2015-00802 and medwatch report# 2916596-2015-01993. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 6 months. The patient remains on lvad support with no further issues reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient continued to experience a chronic driveline infection. The patient would continue to be treated with suppressive antibiotic therapy. No further information was provided.

Manufacturer narrative:
Additional information. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications.

Event description:
Additional information: it was reported that the patient was non-compliant with dressing changes and did not take care of the equipment. The infection reportedly initiated in (B)(6) of 2015 and has been intermittent. It was reported that the patient's driveline exit site was cultured periodically to determine if antibiotic treatment was necessary. It was reported that the patient was not on any antibiotic therapy as of (B)(6) 2016.